Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the right eye, the patient presented with 4+ cells and ac and vitreous. Five days post implantation, a vitreous tap and injection with antibiotics and dexamethasone was performed. The anterior chamber had +cells and the iol was stable with dusting on the surface. The results of the vitreous tap was sterile inflammation. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). In the surgeon¿s opinion, the most likely cause of the event is inconclusive as to whether the lens was a contributing factor. Patient outcome is good. The following medications were prescribed (for use at home post-operatively): day 1 post op: trobrex 0.3% qid, maxidex 0.1% and acular bd for 1/52. Day 7 post op: pred forte to 8 times per day. Continue acular bid, cipro qid approx two weeks post op: pred forte 6 x a day for a week then 4 x. Continue with cipro. Stop acular.

Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined.